Manufacturer narrative:
This pacemaker is expected to be returned for analysis. This report will be updated once analysis is completed.

Event description:
Boston scientific received information that this pacemaker's battery was suspected to have prematurely depleted. Surgical intervention was performed and the pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis of the device confirmed that the battery was depleting prematurely. A coulomb counter test was performed and it was noted that internal components were drawing more than the allowable current. Based on data obtained during analysis these internal components were leaky due to exposure to hydrogen.

Event description:
Boston scientific received information that this pacemaker's battery was suspected to have prematurely depleted. Surgical intervention was performed and the pacemaker was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Despite multiple attempts, this pacemaker was never returned from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--